Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced hematoma formed at groin site, and noted hemolysis in urine. Impella was repositioned via echocardiogram. It was also reported that the patient was cannulated with extracorporeal membrane oxygenation (emco). The patient was reported to have survived the procedure.